Event description:
This case was reported by a consumer and described the occurrence of neuropathy in an (B)(6) male patient who received super poligrip denture adhesive powder (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip cream (formulation unknown). On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip products, the patient experienced neuropathy, leg numbness and numb feet. This case was assessed as medically serious by gsk. Treatment with super poligrip powder was continued and treatment with super poligrip cream was discontinued. At the time of reporting, the events were unresolved. The patient denied permission to contact for any further follow-up. Super poligrip powder and super poligrip cream are manufactured in (B)(4), and neither the product nor lot number for these products were available. (B)(4).